Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. An rv coil anomaly was suspected, and technical services (ts) discussed a possible lead fracture. This lead remains in service, and lead revision was recommended. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).